Manufacturer narrative:
Age at time of event- 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed a kink to the hypotube. The distal shaft is partially separated from the collar when received. During handling for analysis, the distal shaft completely separated from the collar. There are multiple flat spots along the distal shaft. There are multiple scratch marks on the distal shaft where the flat spots are located. Microscopic inspection revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 14aug2019. It was reported that the device could not be inserted in the guide catheter. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified mid right coronary artery. A 6f guidezilla ii guide extension catheter was selected for use. During procedure, it was noted that the device could not be inserted at the hub part of the 6f non-bsc guiding catheter. Subsequently, the device was tried to insert again after the procedure but it really could not be inserted. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed a complete collar separation.